Event description:
It was reported that the customer has been experiencing high blood glucose levels. The customer was also experiencing symptoms of ketosis. The customer's blood glucose was 400 mg/dl. The customer treated himself with a manual injection. Troubleshooting was done. Advised the customer that the insulin pump was working as designed. When the customer removed the infusion set, the customer stated that the cannula was bent. Advised customer to change the infusion set and monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)